Event description:
After stopping insulin delivery on the tandem tslim x2 insulin pump so that I could take a shower, the device continued to audibly alarm waking everyone in the house. The device continued to alarm and highly excessive intervals waking everyone including the neighbors. This is absolutely unacceptable behavior. Previous insulin pumps I used provided the option to not audibly alarm when suspended. This will cause further issues if, post-covid, I were to suspend the tandem pump and place it into a locker so that I could use a swimming pool. Surely this will lead to alarm by the attending staff and potential bomb squad calls. FDA safety report ID # (B)(4).